Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent once analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported patient met with representative since patient had trouble getting ins charged. Patient said rep gave patient some ideas on how to charge ins. Patient said due to ins was placed, patient had difficulty charging ins. It was stated the problem was patient¿s belt did not stay so ins recharger antenna slid around. It was noted charging ins was so difficult, he had to be in certain position such as laying down or sitting in one position for a long period of time. It was stated patient had difficulty charging ins since implant and the belt did not stay when charging. No further complication and no symptoms were reported. Additional information received from the consumer via the manufacturer representative reported that it was a burden to keep the device situated on his back in order to get it charged. The patient had tried every possible way but it took too much work to recharge the device. It was believed that there was an issue with one of the external recharger wires. The patient had the device returned and was going to meet with the manufacturer representative at the healthcare provider¿s office to try and remedy the issue. The issue was not resolved at the time of the report. Additional information was received from a consumer. The patient reported the difficulty charging the ins and belt not staying in place was not resolved. The patient reported the issues started during normal use about six weeks after surgery. They could not use it until the swelling from the surgery went down. No further complications were reported/anticipated. Additional information was received from a manufacturing representative (rep). The rep reported they met with the patient briefly a few days prior. The patient continued to complain that his recharger took six hours just to fill the battery to 50%. The patient had tried to use the recharger with the belt, without the belt, turned the antenna dial, leaned in a chair, and tried lying down to recharge with no change in charge quality. The patient had not discharged his device, and his recharger seemed to be working appropriately. The patient was frustrated with the time commitment and would possibly seek to have the device removed. The patient stated that he could get eight bars on the recharger, but the slightest movement would bring it to zero. The physician was aware of the issue, and this was all the information the rep had at this time. No symptoms or further complications were reported/anticipated. Additional information was reported that the patient called to inform that they continued to have issues with recharging. Additional information was received from the manufacturer's representative. It was reported that the patient would be meeting with the implanting physician in september to possibly have the device removed due to the burden of recharger (per the patient). The patient tried a variety of ways to charge the device but stated just a sudden movement one way will make the unit stop charging or makes it take an extended amount of time. Additional information was received from the manufacturer's representative. It was reported the entire system was explanted.

Manufacturer narrative:
The evaluation of the ins (B)(4) revealed that it passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.